Manufacturer narrative:
The warning on the scd tubing label clearly states do not attempt to repair or replace broken tubing connectors as hazardous inflation of the sleeves may occur. An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with scd connecting tubing. The customer stated that the sleeves were taken off at the beginning of the shift, and it was noted by the nurse that there was a large indentation on the patient's leg. When the nurse was preparing to re-apply the sleeves, she noted that the middle section of both stockings were over inflated and did not deflate. The equipment did not alarm. The patient had a minor pressure ulcer. They found the scd was functioning properly. The problem was with the reusable hose assembly. The hoses were reversed at the "y" connector, causing cooling air to inflate the center section of the stocking instead of the cooling section which has vent holes. The problems only shows up when the cooling air switch is turned on. The customer acknowledged that the hose assembly is worn and slightly yellow indicating that it has been in use for a number of years, and it was easy to disconnect the hoses from the "y" connector indicating that it had been disconnected previously. Biomed inspected the scd hoses in house and found all others connected properly. These other hoses did not disconnect easily. The customer stated that they believe this one hose assembly had accidentally become disconnected and was inadvertently reversed by the customer when reconnected.